Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2014 the patient had a venogram performed and it was noted the left ventricular lead had dislodged. On (B)(6) 2014 a fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced successfully . No patient complications were reported.